Event description:
After lead placement surgey, the patient reported pain at the incision site. The patient decided to have the lead explanted.

Manufacturer narrative:
The explanted products were discarded by the surgical facility and will not be returned for evaluation. This is the final report.